Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to have a hysterectomy and was left with autoimmune problems. The hysterectomy is listed while autoimmune disorder is unlisted in the reference safety information for essure. In this particular case, the reason for hysterectomy was not provided. Despite the lack of information, since no alternative explanation was provided and the removal of essure may require a hysterectomy, the causal relationship with essure cannot be excluded. In this case, the temporal relationship between essure and the autoimmune disorders is not clear. Although, no alternative explanation is available, since essure has a localized action in the fallopian tubes, it is unlikely that essure would cause autoimmune disorders. Therefore, it is assessed as unrelated to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. She signed up to have no more children and not to have a hysterectomy and be left with autoimmune problems. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to have a hysterectomy and was left with autoimmune problems. The hysterectomy is listed while autoimmune disorder is unlisted in the reference safety information for essure. In this particular case, the reason for hysterectomy was not provided. Despite the lack of information, since no alternative explanation was provided and the removal of essure may require a hysterectomy, the causal relationship with essure cannot be excluded. In this case, the temporal relationship between essure and the autoimmune disorders is not clear. Although, no alternative explanation is available, since essure has a localized action in the fallopian tubes, it is unlikely that essure would cause autoimmune disorders. Therefore, it is assessed as unrelated to essure. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.